Event description:
It was reported that a homechoice device experienced an unspecified malfunction. The patient was not connected at the time of the event. As there was no patient involvement, there was no injury or medical intervention associated with this event. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: facility name - (B)(6). The device was not returned for evaluation. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.